Event description:
Implant fracture.

Manufacturer narrative:
Implants 12,11,21,22 fratured. Construction was a removable prosthesis patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant. This case is related to claim (B)(4).

Event description:
Implant fracture.